Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that after the trial procedure, the patient was experiencing symptoms of pressure on her chest around her upper thoracic area above where the leads were implanted. CT scan and x-ray were taken and revealed no evidence of any concern. The physician pulled the lead a bit, but the pain continued. The trial was then aborted and the patient's pain had drastically decreased. The physician suspected this was procedure related.